Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, the patient reported that the tape was not sticking and noticed that there was a leak on the site area and patient admitted because of his work there are times that the tubing gets caught or stretch patient was something unaware but because of his body movement during work there was possibility that this might happened. The product was in use for four days and the leakage was at quick release. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.